Event description:
It was reported that the user experienced hyperglycemia while using the ilet pump, noting that the pump maintained glucose near 180 mg/dl as it delivered correction doses after a meal; the agent explained the pump¿s algorithm and discussed site management, including that extended infusion site wear could contribute to elevated glucose. Symptoms included elevated blood glucose. Outcomes included stabilization of blood glucose to 177 mg/dl during the call, with user education and troubleshooting completed. Investigation included customer interview and review of device behavior and usage practices. Investigation of this case revealed no device malfunction reported, with potential contributing factors including meal-related hyperglycemia and prolonged infusion site wear; the device produced an alert code 201 during use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.